Event description:
It was reported that the insulin pump alarmed during the manual prime process. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirted out. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with and alarm during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.